Event description:
Pt was in a posey enclosure bed which had been re-sewn. Pt able to kick through/tore fabric with feet in short amount of time and fell out of the bed before nursing staff could reach the pt. Resulting injury of 3-4cm laceration which was stapled. Dates of use: (B)(6) 2011. Diagnosis or reason for use: impulsive, unable to manage, fall risk from bed. Bed was managed through leasing agreement with (B)(6). They may have re-sewn the seam. Event abated after use stopped or dose reduced: yes.